Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported difficult to insert was not able to be confirmed using a proxy delivery catheter. The filter separation was confirmed as the filter was not returned on the barewire. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. It should be noted that the emboshield nav 6 instruction for use states: do not continue to retract the barewire filter delivery wire against significant resistance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a cause for the reported difficulties.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the emboshield nav6 embolic protection device (epd) after flushing the device; the filter was not completely loaded into the dilatation catheter (dc) pod. During removal from the plastic coil, the catheter was pulled, the filter detached from the barewire and remained in the plastic coil, due to incorrect loading into to the dc pod. It is unknown if the filter broke off or if it slid off the proximal end of the wire. There was no patient involvement. Another emboshield nav6 epd was successfully. There was no reported significant delay in procedure. No additional information was provided.